Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No button error alarm noted during testing. The insulin pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone call, the insulin pump had suspended, when they attempted to resume the device, it wouldn't work. Customer changed the battery and when it turned back on it alarmed button error. Customer's blood glucose was 168 mg/dl. Customer's father didn't recall any significant event which may have cause the device to alarm. Customer's father was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.